Manufacturer narrative:
Date sent to the FDA: 06/03/2020. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: actual sample: it was reported performance breakage needle. It was received for analysis a used needle/suture piece of product. During the visual inspection of the sample, the needle was received broken on the tip area; the other section of the needle was not returned for evaluation. Due to condition of the broken needle, additional evaluation by hsa laboratory is necessary to determine the assignable cause. Representative sample: it was reported performance breakage needle. It was received for analysis a used needle/suture piece of product code pdp513g. During the visual inspection of the used needle, the swage and attachment area were noted to be as expected; the tip and body of the needle was examined under magnification and no defects, damage or needle breakage were found. In addition, marks on the body needle that appears to be by uses of surgical instrument and body fluids were observed. Besides, the samples were tested by resistance test to needle and met the requirements. According to condition of the samples, no performance - breakage needle was found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular thoracotomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle tip broke during dermostitch when the surgeon changed way of holding needle with a needle-holder outside the surgical field. The 2 ¿ 3 mm of broken needle tip was not found inside the patient; and it could not be found using x-ray so it was judged that the risk of needle piece retention in the body was low. The surgical wound was closed. The operation time was extended within 30 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary: it was reported performance breakage needle. It was received for analysis a used needle/suture piece of product code pdp513g. During the visual inspection of the sample, the needle was received broken on the tip area; the other section of the needle was not returned for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode.the manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.